Event description:
It was reported to medtronic minimed that the customer alleged the pump was not beeping. The customer stated that the pump did not display sg values and only ¿---¿ with a downward arrow was shown. The customer also reported that smartguard was not functioning and that there was a loss of communication between the pump and the transmitter. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Customer was requesting assistance with entering auto basal. Smartguard checklist screen was missing a checkmark next to "sensor not ready". Customer reported a vibrate anomaly. Ran self test and pump vibrated during self test as expected. Customer reports being unable to pair device(s) with pump. Pump continued to alert "device not found" three times while trying to pair. Went over instructions to pair device again from the beginning after pump restart and pairing was successful. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.